Manufacturer narrative:
The sample is reported to be available but has not yet been received by the manufacturer. A review of the device history record and UDI are in-progress. All information reasonably known as of 16 feb 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, during the day shift, an ng [nasogastric] tube was inserted and its placement was confirmed by x-ray. The writer subsequently verified that the ng tube placement was acceptable to begin enteral feeds and medication administration. At 2130, an attempt was made to administer medications; however, the writer was unable to aspirate for ph confirmation. The writer then attempted to instill 3 ml of sterile water to assess line patency and obtain a ph sample. Sterile water was observed leaking from the ng tube, and the writer noted two holes located just below the enfit adapter ports. The ng tube was subsequently removed. Per additional information received on 29jan2026, the distributor confirmed that the quantity of defective product involved was one. They reported that the patient was required to remain parenterally fed with IV fluids overnight until a new ng tube could be inserted. The distributor also stated that there was no injury to the patient as a result of the leakage; however, the patient was unable to receive enteral nutrition until the ng tube was replaced the following day.